Manufacturer narrative:
The subject device was not returned to olympus for inspection. According to the inspection by the local staff that did not report abnormality, there is the possibility that the static electricity caused the electric shock. There is also the possibility that the metal parts of the endoscope or its accessories came into contact with metal parts of other system components or were handled with wet hands, and it led to the reported phenomenon. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an unspecified procedure, when holding the scope to connect the endoscope to the processor and light source, one of the staff-members got a strong electrical shock from the scope. When the hospital's medical technician did investigation on site, he disconnected the spiral-adapter on the video processor from the scope and got the electrical shock from the same spot on the scope as the staff-member had gotten earlier. After this, he tried several times to see if it would happen again, but it did not. In the workshop, experiments with various tests and measurements were repeated, but the same type of leakage current or malfunction on the device which happened in the clinic were not observed. The endoscopy tower with equipment passed all electrical safety tests. Treatment was not necessary for the persons who got the electrical shock.